Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced injection port leaks. Location of the leak was top of septum. Blood glucose at the time of event was 398 mg/dl. No further information was available.